Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found.

Event description:
It was reported that the external pulse generator (epg) was connected to a heart transplanted patient at the hospital. When the battery was replaced, the back up pacing did not work. After the battery was replaced it would not start to pace, the epg had to be manually turned back on. As a result of this event, the patient experienced asystole for 35 seconds during the battery exchange and restart of the epg. The epg was returned to the manufacturer for service and repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).